Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when loading the cartridge with insulin. There was no adverse impact to customer's blood glucose level. Reportedly, the customer was able to successfully load insulin into the cartridge.